Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, this case reports, the patient experienced knee pain and a revision approximately 3.5 years after a tka surgery. The findings during the revision, include scar tissue and osteophyte tissue which was removed while flexion/extension spaces were assessed with competitor¿s tool (verasense) and deemed normal. Reportedly the surgeon upsized the poly from 11mm to 13mm constrained insert for more stability then proceeded with wound closure. The current health status of the patient and all other requested clinically relevant information was not provided. Without clinically relevant information for evaluation the root cause of the reported symptoms cannot be definitively concluded. The patient impact beyond the reported pain, upsized insert ¿for more stability¿ and revision cannot be determined, therefore no further clinical medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. An historical review concluded that there are no applicable prior actions that could be related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after a tka had been performed on (B)(6) 2018, the patient had experienced knee pain. A revision surgery was performed on (B)(6) 2021 in order to solve this adverse event. It was decided to remove the lgn ps high flex xlpe sz 3-4 11mm. The scar tissue and some osteophyte tissue was cleared, flexion and extension spaces pressure were checked with verasense tool which showed to be normal. Surgeon upsized poly to 13mm constrained insert as it felt more stable. The wound was closed in layers. The current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).